Event description:
Surgeon reported a patient was in pain. The patient was returned to surgery and a severe tissue reaction was discovered. The surgi-wrap protective sheet was a hardened mass. The surgeon removed this, and the patient's pain was resolved. Another surgeon reported two patient with ascites after using surgi-wrap.